Event description:
Subsequent to the initial medwatch filed additional information received is as follows: an attempt was made to inflate the balloon proximal to the lesion in order to facilitate crossing; however, this was unsuccessful.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The reported inflation difficulty could not be verified due to the damaged condition of the return. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the voyager nc balloon could not cross the target lesion in the mildly tortuous, mildly calcified right coronary artery. There was also some resistance noted during removal of the device with the vessel a non-abbott balloon crossed the lesion successfully to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.